Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. Stryker replaced the device's main keypad to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the on button is not working. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.